Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch batch 17174951 - upn h74939216730010. The unit returned has the distal end kinked and peeled, as part of overall visual revision. The distal tip partially detached and kinked; a small section of the corewire is exposed and no evidence of corewire fracture was found. All the outer diameter (ods) and guidewire overall length met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that the guide wire peeled. Vascular access was obtained via the groin using a contralateral approach. The 100% stenosed lesion being treated was located in the non-tortuous, moderately calcified superior femoral artery. The physician advanced a v-14 guide to the target lesion however it was noted that the tip of the wire appeared to be peeling. The guide wire was removed and exchanged to another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that the guide wire peeled. Vascular access was obtained via the groin using a contralateral approach. The 100% stenosed lesion being treated was located in the non-tortuous, moderately calcified superior femoral artery. The physician advanced a v-14 guide to the target lesion however it was noted that the tip of the wire appeared to be peeling. The guide wire was removed and exchanged to another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Patient age: over 18 years old. (B)(4).